Event description:
As reported via the (B)(4) study, a cypher stent was deployed proximal to the target lesion, and the patient underwent a staged procedure and experienced stable angina at the time of the 30 day, 12 month and 18 month follow-up visits. At the time of the index procedure, angiography revealed 99% stenosis of the mid lad. The indication for the index procedure was unstable angina. The lesion was 23mm in length, moderately calcified, class a and de novo. The reference vessel was 2.4mm in diameter and moderately tortuous. The lesion was pre-dilated with a 2.5 x 20mm non-cordis balloon at 18atm. It was reported that a 2.25 x 23mm cypher rx was unable to cross the entire lesion, and was implanted proximal to the desired site. A taxis stent was implanted distal to the cypher stent to fully cover the lesion. The stents were post-dilated with a non-cordis balloon. There was no residual stenosis. There were no reported post-procedure complications and the patient was discharged the following day. Eight days after the index procedure, due to excessive dye at the time of the index procedure, the patient underwent a staged procedure of the mid rca. The lesion was 12mm in length and de novo and the reference vessel was 3.25mm in diameter. A 2.5 x 13mm cypher was implanted at 14arm and a 30 x 13mm cypher was implanted distal to and abutting the initial stent to fully cover the lesion. There were no complications reported and the patient was discharged the following day. At the time of the 30 day, 12 month, and 18 month follow-up visits, the patient experienced stable angina, but there was no reported treatment.

Manufacturer narrative:
Concomitant devices: 2.5 x 20mm balloon non-cordis pre-dilation balloon, 2.25 x 20mm taxus liberte adams stent, 2.5 x 20mm quantam post-dilation balloon. Concomitant medications included: metformin 1500mg daily (start date unk), metoprolol 200mg bid (start date unk), nifedipine 90mg daily (start date unk), and bivalirudin (intra-procedure). Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Complaint conclusion: as reported via the (B)(4) study, a cypher stent was deployed proximal to the target lesion, and the patient underwent a staged procedure and experienced stable angina at the time of the 30 day, 12 month and 18 month follow-up visits. This is a (B)(6) male with medical history including hypertension, hyperlipidemia, angina and diabetes mellitus (type ii). At the time of the index procedure, angiography revealed 99% stenosis of the mid lad. The indication for the index procedure was unstable angina. The lesion was 23 mm in length, moderately calcified, class a and de novo. The reference vessel was 2.4 mm in diameter and moderately tortuous. The lesion was pre-dilated with a 2.5 x 20 mm non-cordis balloon at 18 atm. It was reported that a 2.25 x 23 mm cypher rx was unable to cross the entire lesion, and was implanted proximal to the desired site. A taxis stent was implanted distal to the cypher stent to fully cover the lesion. The stents were post-dilated with a non-cordis balloon. There was no residual stenosis. There were no reported post-procedure complications and the patient was discharged the following day. Eight days after the index procedure, due to excessive dye at the time of the index procedure, the patient underwent a staged procedure of the mid rca. The lesion was 12 mm in length and de novo and the reference vessel was 3.25 mm in diameter. A 2.5 x 13 mm cypher was implanted at 14 atm and a 30 x 13 mm cypher was implanted distal to and abutting the initial stent to fully cover the lesion. (B)(6) 2010 (pre-procedure): ck 147 (uln 174), ckmb 10.4 (uln 5.0), troponin t 0.16 (uln 0.1). On (B)(6) 2010 (16 to 24 hours post procedure): ck 87, ckmb 4.2, and troponin t 0.12. On (B)(6) 2010 (16 to 24 hours post): ck 83, ckmb 3.8, troponin t 0.09. There were no complications reported and the patient was discharged the following day. At the time of the 30 day, 12 month, and 18 month follow-up visits, the patient experienced stable angina, but there was no reported treatment. The study stents remain implanted thus unavailable for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Failure to cross is a known procedural occurrence that is commonly related to patient anatomy, lesion disposition and composition, operator technique, and appropriate device selection. These issues are likely factors in this event. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. Chest pain is known potential adverse event associated with coronary stent implantation procedures and is listed in the cypher IFU as such. Intra-arterial stent placement is a treatment of the disease process and it not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. The natural progression of coronary disease as well as target lesion issues may contribute to the experience of chest pain / angina.